Event description:
The facility reported an intermate in which the plastic tubing cracked at the end of the line where it connects with the wing-tip-capped end. The mixing technician at the facility stated that the end was caught in the plastic overwrap band that holds the package of six units together. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a cracked luer post. A functional leak test was also performed by filling the sample with green water then monitored for 24 hours. After 24 hours of monitoring period, no signs of leak were observed on the sample, particularly at the surface crack area. The root cause was determined to be a manufacturing defect. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Additional narrative: the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.